Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50, serial#: (B)(4), (B)(4), & (B)(4). Description: linear 3-4 lead 50 cm model#: sc-3354-25, serial#: (B)(4), description: w4 splitter 2x4 - 25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient felt that the device was making her pain worse. The physician decided to explant the devices. The patient was reportedly doing well following the procedure.